Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited functional undersensing of atrial tachycardia resulting in inappropriate anti-tachycardia pacing (atp) and shock therapy. The inappropriate therapy accelerated the rhythm, however, the rhythm spontaneously terminated on its own. The physician requested three stored ventricular events be reviewed by boston scientific technical services who observed measurements within range, and discussed troubleshooting options. The device remains in service. No additional adverse patient effects were reported.